Event description:
Procedure type: hernia. According to the reporter: original surgery occurred (B)(6) 2012 at (B)(6) hospital. A dermatologist from (B)(6) hospital, is treating the pt for trash at left groin, lower abdomen where mesh was inserted for a hernia repair. Rash has spread to arms and lower back. Pt has ceased doxycycline and other medications and the rash continues to spread. The doctor has prescribed the pt cortisone topical treatments. Pt is expected to have CT scan. Additional info has been requested.

Manufacturer narrative:
(B)(4).